Manufacturer narrative:
Continuation of d10: product ID 977a26, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported lack of therapeutic benefit. Caller stated they were not getting the same amount of relief as they were getting in the trial. Caller stated they noticed the issue right when therapy was turned on, (B)(6). Caller stated the issue is not because of the device rather the surgeon who put it in; caller stated it was implanted wrong and the leads migrated, stating this was determined after examining an x-ray. Caller stated they met with the rep who tried to do some reprogramming to address this at an appointment. Caller stated they are having a revision done (date tbd; maybe (B)(6) or (B)(6)). Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information received from patient representative. The reason for call was caller reported that they are not getting therapeutic benefit since implant. Caller stated that they met with a manufacturer representative on february 8th and was told that everything was fine and nothing had changed but the representative was not sure why they were in the coverage they were getting. Caller noted that the representative showed them x rays and the initial lead looked like a hem on a pair of pants and now it looks like a 3-year-old with 2 different lines. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024 the rep reported the day they were notified, noting x-rays were obtained in february after patient stated they were getting rib pain was it noted then the leads had migrated inferiorly and laterally. On (B)(6) 2024 the rep reported they had not seen the patient since post-op appointment at the end of 2023 at which the rep activated dtm programming and set all thresholds. The rep does not have any information to suggest the device was implanted wrong. Another rep reported they saw the patient in february and reprogrammed the device for the pain coverage the patient was looking for and has no additional information. On (B)(6) 2024 the rep reported they were never made aware of lead migration, and they only previously met the patient for reprogramming, and patient was receiving effective therapy at that time.